Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a procedure to the coronary intervention to the mid left anterior descending (lad), the lesion was pre-dilated, then the 3.00x33mm cypher stent delivery system (sds) was advanced; however, when the physician tried to deploy the stent, the balloon did not inflate completely and only the distal and proximal parts inflated a little. Therefore, the physician decided to pull back the stent; however, the stent dislodged from the balloon. The stent had migrated and was found at the vein around the radial puncture. No other adverse consequences were reported for this patient.